Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac-superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no complications, and the patient was in good condition after the procedure.